Event description:
The patient set off the alarm; it was soon clear that the patient had vomited while supine. I called for help and brought the scan table out of the bore. The table top was 3ft. Off the ground. I tried to drop the table to it's lowest position by pressing the down button. Table did not respond. I tried to use the wheel to lower the table also with no effect. Patient continued to vomit. I tried to lower the table manually by undocking and using the foot pedal. It did not work. I redocked the table, re-tried the down button and it worked. We sat the patient up and cleaned her up. I asked the patient about what she caused her vomiting, she said that she had eaten too much. We completed the exam. Purpose of this safe report is to highlight the issue with the table. We've had problems with this table for a long time, with multiple service requests that have failed to resolve these issues. This situation raises the alarm that the equipment poses a threat to patient safety.